Manufacturer narrative:
This case was reported via regulatory authority (B)(6) on 21-mar-2017. The most recent information was received on 04-may-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. A95867 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("muscle pain in arms and legs"), tendon pain ("tendon pain") and fatigue ("fatigue starting a few months after placement of essure"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, myalgia, tendon pain and fatigue outcome was unknown. The reporter considered fatigue, myalgia, pelvic pain and tendon pain to be related to essure. The reporter commented: no organic cause was found. Diagnostic results: ultrasound work-up negative the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 09_may_2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2782 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: a95867 is not a valid essure batch number. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of ptc. Company causality comment: this medically confirmed, spontaneous case report was received via regulatory authority. It refers to female patient who had pelvic pain after essure (fallopian tube occlusion insert) insertion. The device was removed. Pelvic pain is anticipated according to essure's reference safety information. During essure therapy, pelvic pain may occur. In this case, physician stated no organic cause was found for patient's symptom. Considering event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required a product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will not be pursued since active follow-up with the regulatory authority is not possible.

Event description:
This case was reported via regulatory authority (B)(6)((B)(4)) on 21-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure (batch no. A95867). The occurrence of additional non-serious events is detailed below. In 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), myalgia ("muscle pain in arms and legs"), tendon pain ("tendon pain") and fatigue ("fatigue starting a few months after placement of essure"). The patient was treated with surgery (removal of essure). Essure was withdrawn. At the time of the report, the pelvic pain, myalgia, tendon pain and fatigue outcome was unknown. The reporter considered pelvic pain, myalgia, tendon pain and fatigue to be related to essure. The reporter commented: no organic cause was found. Diagnostic results: ultrasound work-up negative. Company causality comment: this medically confirmed, spontaneous case report was received via regulatory authority. It refers to female patient who had pelvic pain after essure (fallopian tube occlusion insert) insertion. The device was removed. Pelvic pain is anticipated according to essure's reference safety information. During essure therapy, pelvic pain may occur. In this case, physician stated no organic cause was found for patient's symptom. Considering event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required a product technical analysis is being sought.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 21-mar-2017. The most recent information was received on 20-jun-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A95867 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("muscle pain in arms and legs"), tendon pain ("tendon pain"), fatigue ("fatigue starting a few months after placement of essure") and arthralgia ("joint pain still persisted after removal"). The patient was treated with surgery (essure removal (interadnexal vaginal hysterectomy-section of two adnexal pedicles containing essure)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, myalgia, tendon pain and fatigue outcome was unknown and the arthralgia had not resolved. The reporter considered fatigue, myalgia, pelvic pain and tendon pain to be related to essure. The reporter provided no causality assessment for arthralgia with essure. The reporter commented: no organic cause was found. Essure removal (interadnexal vaginal hysterectomy-section of two adnexal pedicles containing essure) on (B)(6) 2017. On (B)(6) 2017 after removal, joint pain still persisted. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 21-jun-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2.922 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: a95867 is not a valid essure batch number. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-jun-2017: essure inserted on (B)(6) 2011 and removed on (B)(6) 2017. New event "joint pain still persisted after removal" added. Company causality comment: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.